Event description:
It was reported by the customer that before use on start up the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Iabp required maintenance message was reported. No patient involvement. No harm reported onsite. Issue discovered by customer. The fse was dispatched to evaluate the unit. The fse reported that on power up, message appears saying ¿may require maintenance¿. Recalibrated all the pressure transducers. Reran all checks and tests checked logs for errors. Replaced muffler as was slightly discolored. Part replaced: muffler, 1/8 npt (d103-00-0631). Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.